Manufacturer narrative:
The pump was returned to animas for eval. 'Down' button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The pt's mother reported that the 'up' and 'down' buttons are hard to push and must push hard in order to get response. Reports the keypad is intact, not peeling or lifting.